Event description:
During replacement surgery diagnostics showed high impedance and ok diagnostics alternating. It was believed the physician had incomplete pin insertion this was fixed and the high impedance resolved. Upon inspection of the lead the physician believed they noticed fluid in the leads, no puncture or noticeable opening was noted. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.